Event description:
Device was explanted following patient death. Patient's family and physician have requested that the device be checked to ensure it was working prior to patient death.

Event description:
Device was explanted following patient death. Patient's family and physician have requested that the device be checked to ensure it was working prior to patient death.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
Device was explanted following patient death. Patient's family and physician have requested that the device be checked to ensure it was working prior to patient death.